Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation at a third-party service center the bipap a30, inoperative error code indicated the failure of the outlet pressure sensor which was recorded in the device's event log. The device's circuit board will need to be replaced to address this inoperative error code. Furthermore, the device was visually inspected and there is evidence of foam degradation. Additionally, dust/dirt and tobacco contamination was observed. No repair was performed. The device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device will be scrapped as per customer request.